Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service center. The service center was able to verify the customer's reported issue during testing and evaluation. The internal battery was replaced to address the reported issue and the defective component was shipped to vyaire medical for failure analysis. Failure analysis: during initial bench testing after the ltv internal battery was installed with the golden testing ventilator, the internal battery failed to power up the ventilator intermittently. The ventilator failed to take a charge intermittently and failed the battery run-down test. Visual inspection did not reveal any anomalies; however, further investigation found the red positive connector pin was damaged which caused the failure and cause the battery to not hold the charge properly.

Event description:
It was reported to vyaire medical that the internal battery was only lasting 10 to 15 minutes. There was no report of any patient involvement or patient harm associated with this complaint.